Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 80% stenosed target lesion was located in the moderately calcified and tortuous mid left anterior descending artery (lad). The lesion was predilated with an unspecified 2.5x20mm balloon. The physician then implanted a 3.0x23mm non bsc stent in the lad and found that the lesion was not completely covered. The physician decided to implant a 2.50x24mm taxus liberte drug eluting stent (des) in the lad; however, the device was unable to cross the previously implanted stent. After several attempts to cross the previously implanted stent, it was noticed that a stent strut was lifted on the 2.50x24mm des. The physician successfully retrieved the des and the procedure was completed. No patient complications were reported with the patient's current condition listed as "stable".